Manufacturer narrative:
Methods: envelope thickness measurement. Weight measurement. Results: loss of shell integrity, envelope slit. Crease lines. Slight amber color. Foreign material. Cloudy. Loss of shell integrity, envelope tear. Weight less than specified. Foreign material in gel. Weight measurement. Envelope thickness. Feature dimensions. Conclusions: color within specifications. Cloudiness cause undetermined. Cause of tear(s) undetermined. Gel not all returned. Foreign material cause and source undetermined. Weight within specification limits. Envelope thickness within specification limits. Envelope slits caused by sharp object contact. No mfg related defects found. Weight low due to gel missing.

Event description:
Pt alleges she has had serious problems with her silicone implants and is having them removed. Pt also alleges the right implant has ruptured (november or december 1997), she has constant pain and discomfort, pain into the right axilla, and change in the breast shape.